Manufacturer narrative:
Edwards received additional information that the patient underwent the valve in valve procedure successfully and was noted to be doing well.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Serial number) remains unknown. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm valve is failing after approximately ten (10) years, three (3) months due to mitral stenosis. As reported, the patient admits to increasing weakness and fatigue which has worsened over the past few weeks and is aggravated by exertion. The patient is also experiencing shortness of breath, dyspnea of exertion, and pedal edema. Currently, this (B)(6)-year-old male is being worked up for valve-in-valve intervention but a procedure has yet to be performed.